Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator power supply came apart. The brick was clamped together to keep the brick functioning and some of the components were burned inside. A boston scientific company representative opted to replace the communicator and a return label was sent. The communicator is deactivated. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the allegation against the communicator was not determined. The communicator was pest infested. The device was returned in a condition that made analysis impossible therefore analysis was unable to confirm the observations.